Manufacturer narrative:
(B)(4). The customer repaired the ventilator with troubleshooting assistance from carefusion technical support. The customer resolved the issue once the power supply was replaced; the customer assigns the cause of the problem to the power supply. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator generated "circuit fault," "low vte" (low expired tidal volume) and "low pip" (low peak inspiratory pressure) alarms. In addition, a review of the event log by the customer revealed multiple "motor fault," "circuit fault" and fan failure entries. The unit was not in use on a patient when the issue occurred and there was no patient harm, associated with the event, reported to carefusion.